Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an innacurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 80-110mg/dl fasting. Verified the strips expire 6/16/2018. Customer confirms the strips have been properly stored and were first opened 12/21/2015. Customer performed a back to back blood test and obtained 172mg/dl and 155mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned about her result of 229mg/dl on (B)(6) 2016 at 5:40 pm.the customer stated that the time is has not been setup (wrong time).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 80-110mg/dl fasting. Verified the strips expire 6/16/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 172mg/dl and 155mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned about her result of 229mg/dl on (B)(6) 2016 at 5:40 pm. The customer stated that the time is has not been setup (wrong time).